Manufacturer narrative:
Insertion post could not be removed from dental implant during implant placement. Implant needed to be removed. Product analysis concluded that the insertion post could be used without any problems. Dentist should have consulted IFU to prevent this from happen.

Event description:
Insertion post could not be removed from dental implant during implant placement. Implant needed to be removed.